Event description:
It was reported that during the unk surgery when the device was fired with a gold reload, the stapler didn¿t actually fire. Instead the motor of the device made a sound as if it were firing but the device did not actually fire. The device was opened on tissue and removed from the patient. Upon examination of the reload, the sled was observed to still be in the home position. Another device was opened and the case was completed with no issues. No patient harm was reported.

Manufacturer narrative:
(B)(4) date sent: 1/9/2024 b3: exact event date unk, entered (B)(6) 2023 as only the year was provided. D4: batch # 512c71 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with a dent in the nozzle, and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 512c71, and no non-conformances were identified. Additional information was requested and the following was obtained: unsure if customer attempted to articulate the device during the procedure, it was the first firing attempt of the procedure, and the tech assisting the procedure is very experienced with the echelon devices and it is unlikely that they would have attempted to actuate the bailout lever before use.